Event description:
The tech reported that during a between pt inspection he found the brakes are slipping. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the brakes were not holding in brake mode due to normal wear and tear. The brake casters were replaced by the tech to resolve the issue. Based on this info, no further action is required.